Manufacturer narrative:
Additional information received stated that the reason for explant was that the patient had fallen and as a result from the fall, the patient was experiencing back pain. A CT scan was performed and the physician believed the lead may have been broken. During the procedure, the physician noted that the lead was not broken, rather the contacts fell off. No contacts remain implanted in the patient.

Event description:
A report was received that a patient was explanted due to the lead breaking. The lead was determined defective through x-ray.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-1110-02 serial# (B)(4) description:ipg kit (without pull-through tunneler) the explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that a patient was explanted due to the lead breaking. The lead was determined defective through x-ray.